Event description:
For (B)(6): it has been reported to us that it was impossible to inflate the balloon, the balloon lost the pressure and it was not possible to deflate the balloon completely, pulled back the system with a normal force in the catheter, the balloon ruptured proximal at the tip of the guide catheter but it was possible to pull back the completed system. And a new sbi was used to finish the case.

Manufacturer narrative:
Method: actual device used during the case was evaluated. Visual examination performed. Results: the actual device used during the case was returned and evaluated. The guide catheter was examined and there is clotted blood in the guide wire lumen. The balloon shows a radial burst in the proximal portion. The guide wire under the balloon is strongly stretched. The bilumen shaft was cut. One radiopaque marker is not returned together with the proximal portion. A review of the device history record did not detect any deficiencies in the mfg process.